Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection observed arc damage in the wand port. Functional evaluation revealed the connector has arcing damage. The complaint was confirmed and the root cause has been associated with a component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include plugging in a defective wand or wet wand or unexpected saline exposure to the area. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the coblator controller was turning on but no power was delivered to wands. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.